Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate mode switches correlated with atrial channel noise during high voltage coil impedance checks. Impedance of lead was within specification per the pacing system analyzer. During generator changeout procedure on (B)(6) 2020, once connected to the new generator, no noise was seen in the atrial channel. The lead was used in the new system. The system was originally programmed to sense and pace from both atrium and ventricle, but since the patient had atrial fibrillation/flutter, the system was programmed to sense and pace on the ventricle only. Patient was stable pre, during, and post procedure.